Event description:
Baxter (B)(4) received a report that an intermate leaked from the fill port cap after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of leakage was confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test was performed on the unit by filling the reservoir with red-colored water. During fill, leakage was detected at the luer post, not at the fill port as reported. The root cause was tiny cracks on the luer post. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was escalated to corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.